Manufacturer narrative:
Corrected d4: lot number from 0030271538 to 0030391488 corrected d4: expiration date from 10/03/2025 to 10/20/2025 corrected h4: device manufacture date from 10/04/2022 to 10/21/2022. Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 14 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from the tip of the device. A visual examination of the markerbands identified no issues. A visual and tactile examination identified inner shaft damage. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
Corrected d4: lot number from 0030271538 to 0030391488. Corrected d4: expiration date from 10/03/2025 to 10/20/2025. Corrected h4: device manufacture date from 10/04/2022 to 10/21/2022.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres for 20 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.